Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 10 mmol/l. The customer reported that the insulin pump had a crack on the battery compartment of the insulin pump. The customer also reported that the failed battery alarms on the insulin pump have persisted. The customer also reported that the insulin pump might have been exposed to moisture. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
No unexpected failed battery test alarms were noted. The pump passed the displacement and off no power tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. No moisture damage was noted.